Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), influenza like illness ("chronic flu like symptoms"), musculoskeletal pain ("joint and muscle aches"), abdominal pain lower ("cramping"), fatigue ("fatigue") and irritability ("irritability"). The patient was treated with surgery (on (B)(6) 2016 total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, influenza like illness, musculoskeletal pain, abdominal pain lower, fatigue and irritability outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, influenza like illness, musculoskeletal pain, abdominal pain lower, fatigue and irritability to be related to essure. Diagnostic results: on (B)(6) 2014 plaintiff underwent a hysterosalpingogram to confirm placement of the essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain and excessive bleeding (interpreted as genital bleeding). She underwent hysterectomy with bilateral salpingectomy to remove essure approximately 1.5 year after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("ablation with complication of perforation"), abdominal pain ("abdominal pain"), menorrhagia ("excessive bleeding / abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), post procedural pulmonary embolism ("pulmonary embolism post-operactive (clot after hysterectomy)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. C78467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pancreatitis relapsing, postpartum cardiomyopathy from 2007 to 2011, nausea in 2010 and genital bleeding. Previously administered products included for birth control: errin from 2010 to 2011 and mirena from 2008 to 2010; for an unreported indication: omeprazole from 2011 to 12-apr-2018, proair in 2013, cymbalta from 2008 to 2009, lisinopril from 2007 to 2008, coreg from 2007 to 2008, diovan in 2008, citalopram from 2006 to 2008, premarin in 2008, mirena iud in 2008, spironolactone in 2007 and furosemide in 2007. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included gerd since 2010, depression, anxiety, fatigue, vaginal discharge, insomnia, chest pain, shortness of breath, numbness of upper extremities, constipation, atrophic vaginitis and leukorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 for birth control. In 2014, the patient experienced fatigue ("fatigue worsened"). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced influenza like illness ("chronic flu like symptoms") and weight increased ("weight gain (25 pounds)"). In october 2014, the patient experienced depression ("depression worsened"), anxiety ("anxiety worsened") and premenstrual dysphoric disorder ("pmdd"). In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("severe mood swings"), vaginal discharge ("vaginal discharge worsened") and alopecia ("hair loss"). On (B)(6) 2015, 11 months 31 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain lower. On 6-apr-2016, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant) with pyrexia. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle aches"), irritability ("irritability"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd worsened"), insomnia ("insomnia worsened "), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with sertraline, omeprazole, zolpidem tartrate (ambien), metronidazole (flagyl), heparin, rivaroxaban (xarelto 10mg), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, vaginal haemorrhage, post procedural pulmonary embolism, musculoskeletal pain, fatigue, irritability, mood swings, influenza like illness, vaginal discharge, premenstrual dysphoric disorder, insomnia, genital haemorrhage, nausea and vomiting outcome was unknown, the abdominal pain, dysmenorrhoea, depression, anxiety, weight increased, dyspareunia and gastrooesophageal reflux disease was resolving and the alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, influenza like illness, insomnia, irritability, menorrhagia, mood swings, musculoskeletal pain, nausea, pelvic pain, post procedural pulmonary embolism, premenstrual dysphoric disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on 26-dec-2014: both tubes occluded 1st device loaded through operating channel of hysterscope, and inserted into the right tubal ostia. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysterscope, and inserted into the left tubal ostia. Trailing coils in uterus: 3. Hysterscope removed from uterine cavity. Current weight was 130 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added case become medically confirmed and updated patient demographics added. On 27-feb-2018: processed with follow 3. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("ablation with complication of perforation"), abdominal pain ("abdominal pain"), menorrhagia ("excessive bleeding / abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), post procedural pulmonary embolism ("pulmonary embolism post-operactive (clot after hysterectomy)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. C78467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pancreatitis relapsing, postpartum cardiomyopathy from 2007 to 2011, nausea in 2010 and genital bleeding. Previously administered products included for birth control: errin from 2010 to 2011 and mirena from 2008 to 2010; for an unreported indication: omeprazole from 2011 to (B)(6) 2018, proair in 2013, cymbalta from 2008 to 2009, lisinopril from 2007 to 2008, coreg from 2007 to 2008, diovan in 2008, citalopram from 2006 to 2008, premarin in 2008, mirena iud in 2008, spironolactone in 2007 and furosemide in 2007. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included gerd since 2010, depression, anxiety, fatigue, vaginal discharge, insomnia, chest pain, shortness of breath, numbness of upper extremities, constipation, atrophic vaginitis and leukorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 for birth control. In 2014, the patient experienced fatigue ("fatigue worsened"). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced influenza like illness ("chronic flu like symptoms") and weight increased ("weight gain (25 pounds)"). In october 2014, the patient experienced depression ("depression worsened"), anxiety ("anxiety worsened") and premenstrual dysphoric disorder ("pmdd"). In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("severe mood swings"), vaginal discharge ("vaginal discharge worsened") and alopecia ("hair loss"). On (B)(6) 2015, 11 months 31 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain lower. On (B)(6) 2016, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant) with pyrexia. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle aches"), irritability ("irritability"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd worsened"), insomnia ("insomnia worsened"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with sertraline, omeprazole, zolpidem tartrate (ambien), metronidazole (flagyl), heparin, rivaroxaban (xarelto 10mg), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and dyspareunia had resolved, the uterine perforation, menorrhagia, vaginal haemorrhage, post procedural pulmonary embolism, musculoskeletal pain, fatigue, irritability, mood swings, influenza like illness, vaginal discharge, premenstrual dysphoric disorder, insomnia, genital haemorrhage, nausea and vomiting outcome was unknown and the abdominal pain, dysmenorrhoea, depression, anxiety, weight increased and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, influenza like illness, insomnia, irritability, menorrhagia, mood swings, musculoskeletal pain, nausea, pelvic pain, post procedural pulmonary embolism, premenstrual dysphoric disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both tubes occluded 1st device loaded through operating channel of hysterscope, and inserted into the right tubal ostia. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysterscope, and inserted into the left tubal ostia. Trailing coils in uterus: 3. Hysterscope removed from uterine cavity. Current weight was 130 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Dyspareunia and alopecia recovered. Depression, anxiety and weight gain are improving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("ablation with complication of perforation"), abdominal pain ("abdominal pain"), menorrhagia ("excessive bleeding / abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), post procedural pulmonary embolism ("pulmonary embolism post-operactive (clot after hysterectomy)/blood clot in my left lung"), genital haemorrhage ("abnormal bleeding (general)") and pneumonia ("pneumonia") in a 37-year-old female patient who had essure (batch no. C78467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pancreatitis relapsing, postpartum cardiomyopathy from 2007 to 2011, nausea in 2010 and genital bleeding. Previously administered products included for birth control: errin from 2010 to 2011 and mirena from 2008 to 2010; for an unreported indication: omeprazole from 2011 to (B)(6) 2018, proair in 2013, cymbalta from 2008 to 2009, lisinopril from 2007 to 2008, coreg from 2007 to 2008, diovan in 2008, citalopram from 2006 to 2008, premarin in 2008, mirena iud in 2008, spironolactone in 2007 and furosemide in 2007. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included gerd since 2010, depression, anxiety, fatigue, vaginal discharge, insomnia, chest pain, shortness of breath, numbness of upper extremities, constipation, atrophic vaginitis, leukorrhea and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue worsened"). In (B)(6) 2014, the patient experienced influenza like illness ("chronic flu like symptoms") and weight increased ("weight gain (25 pounds)"). In (B)(6) 2014, the patient experienced depression ("depression worsened"), anxiety ("anxiety worsened") and premenstrual dysphoric disorder ("pmdd"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("severe mood swings"), vaginal discharge ("vaginal discharge worsened") and alopecia ("hair loss"). On (B)(6) 2015, 11 months 31 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2016, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant) with pyrexia. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle aches"), irritability ("irritability"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd worsened"), insomnia ("insomnia worsened"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting"), pneumonia (seriousness criterion medically significant) and nervousness ("I am so nervous"). The patient was treated with sertraline, omeprazole, zolpidem tartrate (ambien), metronidazole (flagyl), heparin, rivaroxaban (xarelto 10mg), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure) and surgery (ablation). Essure was removed on 30-(B)(6) 2016. At the time of the report, the pelvic pain, alopecia and dyspareunia had resolved, the uterine perforation, menorrhagia, vaginal haemorrhage, post procedural pulmonary embolism, musculoskeletal pain, fatigue, irritability, mood swings, influenza like illness, vaginal discharge, premenstrual dysphoric disorder, insomnia, genital haemorrhage, nausea, vomiting, pneumonia and nervousness outcome was unknown and the abdominal pain, dysmenorrhoea, depression, anxiety, weight increased and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, influenza like illness, insomnia, irritability, menorrhagia, mood swings, musculoskeletal pain, nausea, nervousness, pelvic pain, pneumonia, post procedural pulmonary embolism, premenstrual dysphoric disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both tubes occluded. 1st device loaded through operating channel of hysterscope, and inserted into the right tubal ostia. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysterscope, and inserted into the left tubal ostia. Trailing coils in uterus: 3. Hysterscope removed from uterine cavity. Current weight was 130 lbs. Concerning the injuries reported in this case, the following one/ones were reported via social media:p neumonia, nervous. Most recent follow-up information incorporated above includes: on (B)(6) 2018: socail media received:the events pneumonia and nervous were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("ablation with complication of perforation"), abdominal pain ("abdominal pain"), menorrhagia ("excessive bleeding / abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), post procedural pulmonary embolism ("pulmonary embolism post-operactive (clot after hysterectomy)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. C78467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pancreatitis relapsing, postpartum cardiomyopathy from 2007 to 2011 and nausea in 2010. Previously administered products included for birth control: errin from 2010 to 2011 and mirena from 2008 to 2010; for an unreported indication: omeprazole from 2011 to (B)(6) 2018, proair in 2013, cymbalta from 2008 to 2009, lisinopril from 2007 to 2008, citalopram from 2006 to 2008, premarin in 2008, coreg from 2007 to 2008, diovan in 2008, furosemide in 2007 and spironolactone in 2007. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included gerd since 2010, depression, anxiety, fatigue, vaginal discharge and insomnia. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 for birth control. In 2014, the patient experienced fatigue ("fatigue worsened"). On 5-sep-2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced influenza like illness ("chronic flu like symptoms") and weight increased ("weight gain (25 pounds)"). In (B)(6) 2014, the patient experienced depression ("depression worsened"), anxiety ("anxiety worsened") and premenstrual dysphoric disorder ("pmdd"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("severe mood swings"), vaginal discharge ("vaginal discharge worsened") and alopecia ("hair loss"). On (B)(6) 2015, 11 months 31 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain lower. On (B)(6) 2016, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant) with pyrexia. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle aches"), irritability ("irritability"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd worsened"), insomnia ("insomnia worsened "), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with sertraline, omeprazole, zolpidem tartrate (ambien), metronidazole (flagyl), heparin, rivaroxaban (xarelto 10mg), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure) and surgery (ablation). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, vaginal haemorrhage, post procedural pulmonary embolism, musculoskeletal pain, fatigue, irritability, mood swings, influenza like illness, vaginal discharge, premenstrual dysphoric disorder, insomnia, genital haemorrhage, nausea and vomiting outcome was unknown, the abdominal pain, dysmenorrhoea, depression, anxiety, weight increased, dyspareunia and gastrooesophageal reflux disease was resolving and the alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, influenza like illness, insomnia, irritability, menorrhagia, mood swings, musculoskeletal pain, nausea, pelvic pain, post procedural pulmonary embolism, premenstrual dysphoric disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both tubes occluded . Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided. Information added: patient¿s date of birth, medical/drug history, essure lot number, events (dysmenorrhea (cramping), severe mood swings, pelvic pain, vaginal discharge, depression, anxiety, pmdd, hair loss, weight gain, dyspareunia (painful sexual intercourse), gerd worsened, insomnia worsened, ablation with complication of perforation). Fever, vomiting, abnormal bleeding (general) and nausea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain and excessive bleeding (interpreted as genital bleeding). She underwent hysterectomy with bilateral salpingectomy to remove essure approximately 1.5 year after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.